Event description:
Update to event description: this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523, lot: l759640, manufacturing site: bettlach, release to warehouse date: april 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # l759640) was received at us customer quality (cq). Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Due to the threaded distal tip was lodged in the insertion handle, the diameter of the groove proximal to the broken tip was measured. Groove diameter: specified: - 6.00+/-0.1 mm. Measured: - 5.96 mm (caliper ca215p). This was within the specification. Shaft diameter adjacent to the break. Specified: - 7.8 mm +/- 0.1 mm. Measured: - 7.76 mm (caliper ca215p). This was within the specification. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle : during the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # l759640) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes reporter. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inserting a femoral recon nail (frn) the driving cap/threaded strike plate was being used to insert the nail and as the surgeon was hitting it with the hammer the strike plate became loose and was struck the tip of it broke off inside the aiming arm. The radiolucent insertion handle frn this piece as the tip of the strike plate stuck inside the aiming arm. The radiolucent aiming arm/frn greater trochanter item was being used to insert the recon screws into the head and neck of the femur and was struck by the hammer and the plastic locking device was broken. Action taken when the event occurred another set was open and the case went on as normal. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown nails femoral (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: trauma (part# unknown, lot# unknown, quantity# 1) unknown screws (part# unknown, lot# unknown, quantity# unknown) unknown plate (part# unknown, lot# unknown, quantity# 1) radiolucent insertion handle frn (part# 03.033.00, lot# l750729, quantity# 1). This complaint involves 2 devices. This report is for 1 driving cap/threaded. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: nails femoral (part# unknown, lot# unknown, quantity# 1), hammer/mallet (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown), radiolucent insertion handle frn (part# 03.033.00, lot# l750729, quantity# 1), radiolucent aiming arm/frn greater trochanter (part # 03.033.003, lot # l699667, quantity 1).